Event description:
It was reported to philips that the equipment does not turn on. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found the high voltage capacitor with only 10 percent output. This capacitor needed replacing. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. Also, the co2 was calibrated per device requirement and was not malfunctioning. The device passed testing and was put back into service.